Event description:
Info received indicates a nurse sat on the foot section of the bed and the foot section fell and so did the nurse. No injury.

Manufacturer narrative:
The tech investigated and could not duplicate the malfunction. No problem found. When installing the slide-off foot section, the affinity 3 user manual indicates the latches must securely engage and a level surface must be achieved. The caregiver should then pull on the foot section to ensure that it is locked into position. Ensuring that the slide-off foot section is properly latched will mitigate the risk of the foot section not latching or falling from the bed.